Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion was located in the very tight and calcified right coronary artery (rca). After pre-dilation, a non-bsc stent was advanced, but could not cross the lesion. Then a 3.00x28mm ion stent was advanced, but could not cross the lesion either. Therefore, a guidezilla 145 guide extension catheter was inserted, but the ion stent could not go through the catheter and it was likely the stent got mangled. The device was removed. The target lesion was treated with balloon angioplasty. No patient complications were reported and the patient¿s condition was fine.